Manufacturer narrative:
Follow up with the account indicated the intraocular lens (iol) was discarded in the field. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. Diopter power verification was performed. Records indicate that when this lens was manufactured, lens serial number (B)(4) corresponded to a 12.0 diopter. The tecnis 1 multifocal iol reported was released within the diopter specifications. No deviation was reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Intraocular lens; explant of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient has a 27mm eye and the doctor implanted a 12d intraocular lens (iol) which resulted in +1.50 unexpected post op refraction. During the follow up examination, the patient was unsatisfied with the visual outcome and the lens was explanted on (B)(6) 2013. Further, the incision was enlarged, however, a vitrectomy was not required. The doctor implanted a 14d lens and the patient was 20/25 +2 and was noted to be doing well. No additional information was provided.